Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A specific root cause could not be identified. The sample may not have been prepared appropriately (e.g. Inversions, centrifugation time and g-force, clotting time). These could have contributed to the initial erroneous results. The most likely root cause is related to a handling, storage and/or maintenance issue. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). The expiration date was provided as 11/2015.

Event description:
The customer complained that the results for a patient sample tested for thyrotropin (tsh) were different when comparing results from a plain tube to a heparin tube for low tsh concentration samples only. One patient sample was tested on an e411 instrument and an e601 instrument using different reagent lot numbers. The results from reagent lot 184851 were erroneous. Erroneous results were not reported outside of the laboratory. The patient sample was tested with reagent lot number 184851 on the e601 instrument and the results from the plain tube were 0.019 miu/l and 0.018 miu/l. The results from the heparin tube were 0.122 miu/l and 0.118 miu/l. The patient sample was tested with reagent lot number 184851 on the e411 instrument and the result from the plain tube was 0.016 miu/l with a data flag. The result from the heparin tube was 0.102 miu/l with a data flag. The customer changed to reagent lot 184998 with an expiration date of 12/2015 on the e411 instrument and repeated the sample. The result from the plain tube was 0.013 miu/l with a data flag. The result from the heparin tube was 0.014 miu/l with a data flag. The customer thinks the low results are correct when looking at the ft4 results for this patient. The patient sample was then run with a 0.5 concentration with reagent lot number 184998 on the e601 instrument and the e411 instrument. The result from the e601 instrument with the plain tube was 0.518 miu/l and the result from the heparin tube was 0.551 miu/l. The result from the e411 instrument with the plain tube was 0.524 miu/l and the result from the heparin tube was 0.541 miu/l. No adverse event occurred. The e601 analyzer serial number was (B)(4). The e411 serial number is either (B)(4). Clarification has been requested.